Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements as well as high pacing thresholds. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned (it remains implanted but out of service) and a new lead was implanted. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.